Event description:
Literature: blahak c, capelle hh, bazner h, kinfe t, hennerici mg, krauss jk. Less is more: adaptation of voltage after battery replacement in deep brain stimulation for dystonia. Stereotact funct neurosurg. 2010; 88(5):311-314. Summary: the objective of the present study was to compare stimulation settings before and after ipg replacement for battery depletion in the sample of dystonic patients with chronic deep brain stimulation (dbs) of the gpi or the ventral intermediate nucleus of the thalamus. The authors analyzed stimulation intensity before and after ipg replacement in 18 patients (10 women) with segmental (n = 16) or generalized (n = 2) dystonia. The patient's mean age at surgery was 55.4 years. Event: it was indicated that to maintain the efficacy of dbs on dystonic symptoms, slight incremental increase in voltage may be necessary over years after a steady state has been reached following the initial programming of optimal settings. After ipg replacement, the voltage was reduced by approximately 25%. This phenomenon might be explained by a gradual decrease in the electrical energy effectively delivered by the ipg in the course of the lifetime of the battery or neuroplastic processes in particular in the period around battery replacement.

Manufacturer narrative:
(B)(4).